Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If the device is returned and additional information becomes available a followup report will be submitted.

Event description:
Prior to a cryoablation procedure, 2 icepearls needles and the system tested fine with no issues to report. During the 1st freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with warm saline glove to prevent any injury. The procedure was completed as expected with no injury to the patient.